Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use , the cardiosave intra-aortic balloon pump (iabp) unit had a power up test fail code #14. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Checked, screen showed power up test fail code #14, tried to change rg4 regulater vacuum with calibrate rg3 and rug 4, value was within range but found status calibrate regulator test failed and tried on. The machine still raises the alarm as before, will bring the compressor ,scroll to try to change clothes compressor, scroll 1 new piece and check the filter of the pressure regulator rg 3, found damaged, clogged, will be replaced later replace the new muffler on the pressure side and vacuum side, 1 each function check passed and calibrate, the value is within normal limits, test balloon the machine can be used for both electricity and battery. The machine is in a 3-year warranty it is recommended to replace the safety disk. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complaint: regulator, drive, muffler compressor, scroll. These parts were received with a reported unit failure message of power up tests fail code 14. Performed visual inspection of following part received and part found broken. Due to broken muffler 1/8 npt, the fat dept, cannot be investigated further for this part. Retaining muffler, 1/8 npt in the fat dept, as per procedure (B)(4) rev ap. Performed visual inspection of following parts received and found something broken inside the drive regulator. Due to something broken inside of the drive regulator, the fat dept. Cannot be investigated further this part and that probably the cause of failed drive regulator. Retaining drive regulator in the fat dept. As per procedure (B)(4) rev ap. Performed visual inspection of following part received and part looks to be in good condition. Installed the compressor, scroll into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual revision r. The fat dept. Could not verify the failure message of power up test fail code# 14 during tested compressor scroll. The fat dept. Performed compressor output tests and passed as per factory specification. Also, the fat dept. Pumped the unit for 3 hours and could not observe any error codes. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. As per processor (B)(4) rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.